Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and high thresholds. It was suspected that the rv lead was fractured. During the revision procedure, the rv lead did not show any visible defects but fibrosis was encountered while extracting the lead. The pacemaker and rv lead were explanted and returned for analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed the lead had stretched conductor coils and insulation damage, including abrasion, tears, and cracks. The reported noise and high thresholds is likely the result of the lead damage observed by the laboratory. However, no fracture of the conductor coil was noted on the lead segments returned.